Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
It was reported the patient received a blood glucose result of 145 mg/dl on the compact plus system and 20 minutes later the patient had symptoms of hypoglycemia. The patient stated the device result was higher than expected. The customer's wife treated the patient with food. The patient was still not feeling well and the customer's wife drove him to the hospital's emergency room. The blood glucose result at the hospital was in the "80's mg/dl." The patient was treated with 5% dextrose via IV. The patient was in the emergency room for "a couple" of hours. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.